Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had ischemia on impella leg and pump was explanted due to poor flow down the leg. The cause of the limb ischemia issue was most likely patient condition, based on the clinical review. The failure mode will be monitored and trended.

Event description:
The user facility reported 46-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient experienced poor distal perfusion while on support. The impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿